Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken connector; both output connectors were broken. It was also noted that the hanger assembly would not close all the way, and both wires on the liquid crystal display (lcd) were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the ventricular connector port of the external pulse generator (epg) was broken, and it would not hold the cable. The epg has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.